Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). Additionally, cosmetic damage to the driveline was confirmed during this evaluation. The submitted log files showed intermittent pump stops with corresponding low flow and low speed hazards. All of the captured events occurred while operating on the power module. An onsite driveline repair was performed on (B)(6) 2019 by abbott personnel. The driveline was severed approximately 2.5" from the exit site and the distal portion was replaced with no issues. The approximately 16" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline revealed a tear in the silicone jacket approximately 2.5¿ from the controller connector. There was no visible damage to the bionate or braided shield. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient was placed on an ungrounded patient cable and remained at the center overnight for observation. No further issues have been reported and the patient will continue to be monitored in outpatient. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a few pump off alarms and multiple low speed advisory alarms. There was no visible damage observed on the external driveline. Log file submitted revealed that majority of the log file the patient was utilizing battery power only and on (B)(6) 2019, the patient was hooked to a power module and started to have low speed and pump off events occurring from around 0500 through 1113. The patient was switched to battery power and no further events were captured however these events only occurred when connected to the power module. This type of behavior was indicative of potential issues with the percutaneous lead. The patient requested an external percutaneous lead repair. On (B)(6) 2019, the patient underwent an external percutaneous lead repair on approximately 19.5 inches of external driveline without issue. New driveline spliced into original driveline approximately 2.5 inches from exit site. The patient had low speed events and motor stops post repair and was placed back on non-grounded patient cable. The patient to remain overnight for observation. No additional information was provided.